Manufacturer narrative:
H10: h2: additional information: d4: lot number and expiration date. H4. Corrected data: d4: catalog number and unique identifier (UDI) #.

Manufacturer narrative:
H10: internal complaint reference case (B)(4). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined due to the limited clinical information provided. A review of device records and sterilization records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that there were no clinical factors identified which would have contributed to the reported event. The patient impact includes the additional surgical procedure for debridement and removal of the implant. Based on the limited information provided we are unable to conclude on factors known to contribute to the alleged report. No containment or corrective actions are recommended at this time. H11: corrected information in h6 (health effect - clinical code).

Event description:
It was reported that the initial achilles tendon rupture surgery was performed on (B)(6) 2022, and on (B)(6) 2023 the patient self-noticed redness and swelling around the wound. The wound was admitted on (B)(6) 2023 and was found to be red, swollen, and pus-filled. The ultrabraid suture was removed on (B)(6) 2023 (B)(6) . After that, a debridement procedure was performed for treatment. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: case-(B)(4).